Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned in the laa. A 30mm watchman ® laa closure device & delivery system (wds) was then advanced into the was. A slight kink was noted in the was. As they advanced the wds through the kink in the was, its distal marker band was damaged. The wds was removed. They were able to unkink the was and it was used to complete the procedure with another of the same wds. There were no patient complications reported and the patient's status is okay.